Manufacturer narrative:
Investigation ongoing.

Event description:
As reported by our affiliates in (B)(4), at the implant of a 29 mm sapien 3 valve by tf approach, blood was seen into the inflator device. The whole system was removed and a new system was used with perfect result. Patient is doing well.

Manufacturer narrative:
As the affected delivery system was not returned, the investigation was limited to review of the DHR, review of physician training and IFU for the commander delivery system, review of complaint databases for similar/other complaints, review of lot history, and review of manufacturing mitigations. The most relevant work orders for the failure mode reported in this complaint were reviewed and the work orders did not reveal any issues that have contributed to this complaint. No IFU or training deficiencies were identified. A review of complaint history for the month of (B)(6) 2016 reveals that the occurrence rates for the trend category "leakage" exceeded the control limits with (B)(4) complaints. A review of those complaints indicate two failure modes - balloon leakage and delivery system leakage. Review of lot history revealed no other additional complaints. During manufacturing, the device undergoes multiple 100% inspections. These inspections make it unlikely that a pre-existing damage on the balloon was present on the device before leaving the manufacturing facility. Due to the device or applicable photographs (relevant to the complaint) not being returned, the complaints for "balloon - leakage", was unable to be confirmed. Review of available information and complaint history provided no indication that a manufacturing nonconformance contributed to the complaint. No deficiencies were identified in review of relevant manufacturing mitigations and IFU/training materials. A root cause was unable to be determined, however available information from the complaint case notes indicate the possibility that patient factors (tortuosity) may have contributed to the reported event. Per follow up email with site: "the aorta was very tortuous and there are no image and no device available." It is possible that the leak may have resulted from excess handling or manipulation of the device during use in response to the tortuosity or calcification of vessels/aorta. Since no manufacturing non-conformances were able to be identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. In addition, since no product non-conformance was confirmed, a pra is not required. While the associated trend category exceeded control limits for the month of (B)(6) 2016, only (B)(4) complaints reported leakage at the balloon. The remaining complaints were determined to be unrelated, as the leakage was noted in the proximal portion of the device (outside the body), which could not result in blood being introduced into the system as described in the cer description. The applicable balloon leak complaints were reviewed and are believed to be related to leaks at the balloon area, either a pin hole or damage which causes fluid to leak during inflation. The complaints are currently being investigated and are pending engineering evaluation. No potential manufacturing non-conformances have been observed or confirmed at this time. A pra is not required as no manufacturing/ product non-conformances related to this failure mode have been identified. Since no manufacturing non-conformances were able to be identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. The complaint for balloon leakage was unable to be confirmed. No manufacturing non-conformities and no labeling or IFU inadequacies have been identified. Although review of complaint history revealed that the occurrence rate does exceed the (B)(6) 2016 control limits for this trend category, review of the associated complaints did not identify a trend for balloon leakage. Therefore, no corrective or preventative action is required at this time. Trending for this issue will continue to be monitored.